Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 after receiving inconsistent high blood glucose readings from the prodigy diabetes meter. The end user received a reading of 480 mg/dl and was not experiencing any symptoms but was concerned with the high result and called the paramedics. The paramedics performed a glucose test with their meter with a result of 400 mg/dl. The end user was given oral glucose gel and transported to the ER. Upon arrival to the ER, his blood glucose had spiked to over 400 mg/dl and he was admitted to the hospital for 6 days. Insulin and saline were administered to assist in lowering his blood glucose level. Prior to discharge, the end user's blood glucose was 100 mg/dl. No further details were provided.